Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the pump speed could not be adjusted from zero. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
The device computer activity logs were examined, revealing that the user had configured the pump system , so that the pump in question would not operate if a second pump was stopped. The event described was a result of deliberate stopping of the second pump, which correctly then prevented the subject pump from operating.